Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-jun-2024, it was reported that patient faced five infusion set cannula kinked events. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 350 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 5.